Event description:
Consumer reported that there is leakage at the base of the patient end needle, under the inner cover. Consumer stated that he has been doing injections for about one month without removing the inner cover. He realized the error while I was reviewing with him. The issue (leaking under the inner cover) was due to user error. Lot #: 3126872 catalogs #: 320616 dates of event: unknown samples available: discarded.

Manufacturer narrative:
Additional information was added: correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.